Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced burning sensation while charging the implantable pulse generator (ipg) despite troubleshooting steps provided. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient experienced burning sensation while charging the implantable pulse generator (ipg) despite troubleshooting steps provided. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The return ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.